Event description:
The healthcare professional reported that during treatmet it was noted that there was tubing leak underneath the twist clamp of the transfer set. The set was changed and prophylactic antibiotics were given. There was no pt injury associated with this incident per the healthcare professional.